Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per mw5110226: description: bbraun primary IV tubing alarms for air bubbles, which stops the infusion. Happened on one critically ill patient with three different infusions of vasopressors and sedation medications. This caused the rn to change out the tubing of all these drips. The tubing in question does have air inline for unknown reasons after 6 + hours of infusing with no problems and full medication bags. FDA safety.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.